Event description:
It was reported during the implant procedure that the atrial lead was an attempted implant, there was positioning/fixing difficulties, and the helix would not extend. Neither of the leads were implanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however b;lood was noted in the helix mechanism and on the outer insulation overlay.